Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m5040t505 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Not returned to manufacturer.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 8030647-2016-00135 for the first patient. Refer to 8030647-2016-00137 for the third patient. It was reported that the suction catheter detached from the conical adapter. This happened during the second suction. The product was changed for a new one and there was no injury to the patient.